Manufacturer narrative:
Catalog #: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: no product or images available to assist the investigation, but based on information provided the filter was placed in a vessel "which diameter was approx 5mm", ie the filter was not placed in ivc as intended. According to IFU correct filter position must be verified prior to withdrawing the sheath and releasing the filter. Thus placed in a 5mm vessel the filter appeared "not fully expanded" as reported. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2012: ivc filter placement was performed. The physician noticed the filter was not fully expanded when he made the filter completely free of the sheath, but he released the filter because he assumed it will expand later. However, it was found that the filter was placed in a collateral (name of the vessel is not provided) which diameter was approx 5mm. It seemed the physician inserted the delivery system into the wrong vessel due to the tortuous ivc. On (B)(6) 2012, another physician attempted to retrieve the filter with gtrs-200-rb, but failed as the loop would not catch the hook of the filter. This physician will leave the decision of any additional procedure up to the first physician. Additional information received (b)(6 2)012: on (B)(6) 2012, the initial physician attempted to retrieve the filter with gtrs-200-rb, but failed. He gave up retrieving the filter from the wrong vessel and then placed another gunter filter in the ivc. Both filters will be placed permanently. Patient outcome: the patient has not shown any problematic symptoms.